Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level of 33 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that his hip was broke and then paramedics came and customer was hospitalized. Customer was hospitalized for nine days and stayed about 21 days at rehab center. Customer's blood glucose was 65 mg/dl and insulin pump was suspended on sensor glucose 58 mg/dl. Customer said he got total 80 units carbohydrates and blood glucose went to 193 mg/dl. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.